Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old male patient was being implanted with an impella cp device for mechanical circulatory support. Upon initiation of support, the patient lost all pulsatility. There were no pulses in the feet due to the lack of pulsatility, but both feet matched in temperatures. The patient¿s extremities became cool to the touch; however pulses were unavailable. There were no orders to access or remedy. The impella was removed from the patient.